Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, inserting the ventricular lead into the header of the pulse generator was difficult. After applying mineral oil, the lead was inserted and secured; all electrical parameters were normal. No patient symptoms were reported.